Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced air in line. The following information was provided by the initial reporter: no patient harm. Chemo tubing drew air giving vincristine. Med was given.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint that tubing drew air giving vincristine could not be verified due to the product not being returned for failure investigation. A device history record review for model 11522558 lot number 21066326 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 26jun2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced air in line. The following information was provided by the initial reporter: no patient harm. Chemo tubing drew air giving vincristine. Med was given.